Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 415mg/dl which was treated with syringe. Customer¿s current blood glucose was 159mg/dl. Customer had experienced symptoms like nausea, abdominal pain. Customer stated that part of insulin pump was broke off and had missing piece but reservoir was able to lock in place. Customer advised to discontinue use of the pump and revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap reservoir will not lock properly due to missing retainer.